Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf device code a041001 captures the reportable investigation result of balloon pinhole used in the esophagus. Block h10: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the balloon (distal section), located approximately 102 mm from the tip. Microscopic inspection found a pinhole located approximately at 102 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to inflate was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole at located approximately at 102 mm from the tip of the device causing the balloon not to inflate. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, the nurse attempted to inflate a balloon that was inserted down the scope channel, but it did not expand. The doctor removed and checked the balloon and thought it had a hole, which was causing it to not hold pressure. The customer reported that the hole was not verified. The physician will monitor the patient and rebook the case. The procedure was not completed and was cancelled after the patient had been sedated with conscious sedation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a gastroscopy procedure performed on november 2, 2023. During the procedure, the nurse attempted to inflate a balloon that was inserted down the scope channel, but it did not expand. The doctor removed and checked the balloon and thought it had a hole, which was causing it to not hold pressure. The customer reported that the hole was not verified. The physician will monitor the patient and rebook the case. The procedure was not completed and was cancelled after the patient had been sedated with conscious sedation. There were no patient complications reported as a result of this event.